Event description:
Reportedly the pump was set to infuse 100cc kcl at 100cc/hr. The pump indicated 62 ml infused but the bag was empty. A second 100cc bag of kcl was hung and programmed to infuse at 100cc/hr then dropped to 75cc/hr then 50cc/hr. The pump was stopped and the display read 20.4cc infused but the bag was empty. If judged by pt response the pt did not seem to get all of the fluid. No pt injury occurred.